Event description:
Customer's mother called to report that the insulin pump alarmed button error. Customer's mother stated that the inuslin pump may have been exposed to moisture. Customer's blood glucose reading was 126 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error after boot up and intermittent button response on the down arrow button due to flattened and creased dome switch. The insulin pump was received with cracked lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.